Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4 with no guidewire stuck in the device or shipped with the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed a kink located 1cm from the tip. There were multiple areas of buckling located from the tip to 17cm. No guidewire was stuck in the device. The device was set up per the instructions for use. The device primed and functioned as designed. A test 0.014 thruway guidewire was attempted to be inserted into the device but found resistance at the tip. The tip was dissected to show a partial piece of the guidewire tip broken off in the bushing. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for a guidewire restriction issue/occlusion.

Event description:
It was reported that entrapment on guidewire occurred. The target lesion was located in the distal superficial femoral artery (sfa) to the popliteal artery. A 2.4mm jetstream xc atherectomy catheter and a thruway guidewire were selected for use. Difficulty occurred removing the guidewire from the catheter lumen. One more attempt was made to advance the guidewire through the catheter; however, the guidewire became entrapped in the catheter lumen. The catheter and the guidewire were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that entrapment on guidewire occurred. The target lesion was located in the distal superficial femoral artery (sfa) to the popliteal artery. A 2.4mm jetstream xc atherectomy catheter and a thruway guidewire were selected for use. Difficulty occurred removing the guidewire from the catheter lumen. One more attempt was made to advance the guidewire through the catheter; however, the guidewire became entrapped in the catheter lumen. The catheter and the guidewire were removed together as one unit from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.